Event description:
Additional information was received and it was reported that the lead was replaced on (B)(6) 2020.

Manufacturer narrative:
Continuation of d11: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 17-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2020-feb-05 regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt stimulation on (B)(6) 2020 but as of the following day, they had not felt stimulation. The consumer confirmed that the patient's ins was charged and turned on, but the patient didn¿t feel the stimulation. During the call, the consumer had assistance with switching from group a to group b, turning the stimulation off and back on, as well as turning the stimulation settings down to zero and then back up. It was noted that none of the troubleshooting steps allowed the patient to feel stimulation. No falls or trauma were reported that could have led or contributed to the issue. It was advised that the patient follow up with their healthcare provider (hcp) to run diagnostics and check the internal components. It was further reported on (B)(6) 2020 that the patient¿s ins was not working. The consumer inquired about the details of the device warranty and was again redirected to the patient¿s hcp. Additional information was received from a patient via manufacturer representative on 2020-mar-27. It was reported that the patient experienced a loss of stimulation two months prior to the date of this report, on (B)(6) 2020. The manufacturer representative stated that the patient fell out of a van and hadn¿t felt stimulation since. Impedances were checked and all values were greater than 10,000 ohms except for electrode 3 and electrode 4. The manufacturer representative stated that they attempted programming on electrodes 3 and 4 but the patient did not feel paresthesia with the maximum amplitude. It was noted that the issue was not resolved. The manufacturer representative also noted that surgical intervention was planned, as the patient was being referred to a neurosurgeon for paddle lead replacement. The patient¿s status at the time of the report is ¿alive, no injury.¿ it was further reported on (B)(6) 2020 by the patient¿s friend/family member that the patient had an evaluation on (B)(6) 2020 and it was confirmed that the leads were not working right. The consumer stated that they were in contact with a surgeon, but that they wouldn¿t operate until the patient saw a pain management specialist first. The consumer confirmed that the issue was being addressed but was not resolved at the time. No further complications were reported or anticipated. Indication for use is lumbar radiculopathy.